Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during thoraco pneumothorax procedure, after clipping, the device loading unit fell into the patient cavity and was retrieved. There was no patient injury.